Event description:
Hospital performed a blood glucose test on a pt. The device reading was 518mg/dl, the lab result was 361mg/dl. 30 minutes later the device gave a reading of 414mg/dl. No treatment was given. The customer states that controls are in range but no values were provided. A request was made for the return of the suspect device and replacement product was sent.